Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in the bladder during a flexible ureteroscopy (furs) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the core wire of the guidewire approximately 40 cm was detached and retained in the bladder mass. The procedure was completed with a new sensor wire guidewire. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on september 11, 2018. It was confirmed that the detached portion from the guidewire measured 40 cm which was already removed from the patient which was initially retained in the bladder mass after the operation as it was difficult to see the location of the anatomy given that there was bleeding. Reportedly, the detached portion was believed to be cut accidentally through the guidewire during the operation.

Manufacturer narrative:
(Device codes): problem code 1069 captures the reportable event of core wire break. (Evaluation conclusion codes): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in the bladder during a flexible ureteroscopy (furs) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the core wire of the guidewire approximately 40 cm was detached and retained in the bladder mass. The procedure was completed with a new sensor wire guidewire. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(Device codes): problem code 1069 captures the reportable event of core wire break. (Evaluation conclusion codes): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in the bladder during a flexible ureteroscopy (furs) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the core wire of the guidewire approximately 40 cm was detached and retained in the bladder mass. The procedure was completed with a new sensor wire guidewire. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on september 11, 2018. It was confirmed that the detached portion from the guidewire measured 40 cm which was already removed from the patient which was initially retained in the bladder mass after the operation as it was difficult to see the location of the anatomy given that there was bleeding. Reportedly, the detached portion was believed to be cut accidentally through the guidewire during the operation. Additional information received on september 12, 2018. The sensor wire did not contribute to the bleeding as it was part of the procedure and diathermy was performed to stop the bleeding.